Event description:
On (B)(6) 2012, the lay user/patient's father contacted lifescan alleging that the patient's onetouch ping meter read inaccurately high. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) on 11/20/2012 during a follow-up call with the reporter. The patient's father reported that on the morning of (B)(6) 2012, the patient obtained elevated blood glucose (bg) readings of "406 and 473 mg/dl" at 8:36am and 9:41am with the subject meter. The patient is on an insulin pump. The patient's father stated, the patient was given a correction bolus in response to the high bg readings. The reporter stated, the patient was taken to school and at approximately 11:35am the school nurse contacted the patient's father to inform him the patient's blood glucose had been low. The patient's father reported that when the school nurse tested him she obtained bg readings of "41, 37 and 64 mg/dl". In response to the low readings, the school nurse gave the patient 2 juice boxes and confirmed the patient's bg levels went back up. During the follow-up call, the patient's father mentioned that on (B)(6) 2012, the patient had been taken to the ER in response to a low bg. The patient's father stated that shortly after the patient arrived to school, his bg was tested by school nurse and obtained a result in the "40 mg/dl range". The nurse gave the patient juice but his bg was not coming up. The reporter stated that the patient's bg dropped to "27 mg/dl" and that is when the school nurse administered a glucagon injection and contacted emergency services. The patient's father stated by the time he arrived at the school the patient's blood glucose had increased to the "60's mg/dl range". The reporter stated prior to the patient going to school the patient was tested at 7am and 7:34am and obtained readings of 117 mg/dl and 130 mg/dl, both of which were within his target range. The reporter stated a bolus was onlygiven to the patient for his carbohydrate intake that morning. The patient's father confirmed, the patient was not given a correction bolus in response to his bg values. The reporter was not sure what may have caused or contributed to the onset of the low symptoms that morning. At the time of initial troubleshooting, the customer care advocate (cca) noted that the reporter did not have control solution available to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because, the patient's father claims the patient obtained inaccurate high readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
(B)(4): the meter has passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k # is k082590.